Event description:
It was reported that during a remote device data review, the physician noted a red alert for a high, out-of-range shock impedance measurement (>125 ohms). Boston scientific technical services (ts) confirmed that this was a single saturated measurement, and the impedance returned to the normal values (~50 ohms). Ts recommended normal monitoring. At this time, the device remains implanted and no adverse patient effects were received.